Event description:
It was reported that the syringe barrel broke while using the bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found that the flush broke, and the fluid flowed out during the push injection.

Manufacturer narrative:
Investigation summary: to aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe out of the packaging flow wrap. The syringe has solution and the stopper at the 5ml mark. From the photo, it is difficult to confirm that the syringe has barrel damage. A device history record review was completed. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and with no actual sample analysis, a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.